Event description:
It was reported that the display became frozen on the verification screen after a single re-booting event occurred without user intervention. A family member replaced the battery; the pump powered up to the verification screen and did not respond to button presses.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications. Eval found that the keypad buttons responded as expected and the pump powers up properly. The pump was exercised for 24 hours with no issues. A review of the pump history revealed one instance when the pump rebooted without user intervention; the self-reboot event could not be duplicated during eval.